Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the experienced a driveline fault alarm. The patient also had damage on their driveline above the modular cable. Log files were sent for review. The event log displayed multiple strings of driveline power fault and power b broken alarms on (B)(6) 2024. The log files also included a few strings of backup battery fault alarms which appeared to have resolved. Modular cable and system controller replacement was recommended. Additional information confirmed a system controller and modular cable exchange. The log files from the new system controller captured routine events. The driveline faults had resolved after the exchange, and the products were returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault and backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6). Data on (B)(6) 2024 was reviewed. The controller event log file captured a driveline power fault alarm event on the earliest date of 10oct2024 at 18:03:18. The driveline power fault alarm cleared on (B)(6)2024 at 8:32:44. The pump speed was unaffected during the alarm events. Intermittent backup battery fault (f34) alarm was captured between (B)(6)2024 18:46:49 and (B)(6)2024 at 9:31:52 that appears to have resolved. The driveline was physically disconnected on (B)(6)2024 at 11:50:02. The system controller was put into sleep mode shortly after. These sequences of events appear consistent with the reported equipment exchange. The returned system controller was operated together with the returned modular cable (lot # 6709703) and a driveline power fault alarm could not be reproduced. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Visual inspection of the returned backup battery (B)(6) revealed a deformed pin, which was preventing a fully seated connection. The deformed pin was straightened for testing and a backup battery fault alarm was unable to be reproduced. A root cause of the driveline power fault alarm could not be determined through this evaluation. Damaged label and dim pump running symbols were found on the system controller. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault and backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.